Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 17-apr-2025, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 09-mar-2019, UDI#: (B)(4). Interrogation of the pump upon receipt indicated the pump was also delivering bupivacaine 10.0 mg/ml at 3.135 mg/day medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving fentanyl 2000mcg/ml at 520mcg/day via an implantable pump. It was reported that there were discrepancies in the drug reservoir volume during the last 2 refills. The residual volume in the pump reservoir was more than the calculated volume. The environmental, external or patient factors that could have led or contributed to the issue was there could have been an error in programming at one or two of the last refills resulting in the discrepancy of the volume. Due to this an elective replacement was scheduled, which occurred today. The physician began the replacement in the pump pocket and tried to aspirate the catheter from the old pump. That turned out to be negative, and no clear aspiration was obtained. Subsequently the physician noticed a lot of redundancy in the catheter length in the pump pocket, so he trimmed a large amount of that catheter from the spinal segment. The physician then connected a new pump segment piece to the existing, spinal segment piece and connected the catheter to the new pump. The physician was able to aspirate the catheter fully. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.